Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting by field service representative (fsr), review of tracking and trending data, a search for similar complaints, a review of the service history, and a review of product labeling. Through troubleshooting, the fsr determined the cable, ict to ict preamp as the like cause and replaced the part. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no subsequent occurrences of discrepant results documented after the part was replaced by service. A review of tracking and trending data did not identify any trends. No systemic issues were identified. No similar issues were identified. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
Patient identifier: (B)(6). An evaluation is in process. A final report will be submitted when the evaluation is completed.

Event description:
The customer reported false decreased sodium results for a patient, when processing on the alinity c. The following data was provided: (B)(6): 110 (initial) and 140 mmol/l (retest). The customer uses a normal range of 133-146 mmol/l and an alert range of <125 and >150 mmol/l. No impact to patient management was reported.